Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Estimated date of occurrence.

Event description:
It was reported that the nc trek dilatation balloon ruptured at rated burst pressure of 18 atmospheres with the first inflation. There were no adverse patient effects and no clinically significant delay in the procedure. A non-abbott dilatation catheter was used to complete the procedure. There was no additional information provided.